Manufacturer narrative:
Manufacturing date added. An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for evaluation however, one photograph was provided for review. The photograph shows a recently explanted liner with a head bearing the catalog number 6260-9-440 and lot code d11mee. Explantation damage is visible on the edge/rim of the liner. It is unknown of the liner is stryker product. Black debris is visible inside the head. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of a recall. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Surgeon reported patient had metallosis, and excessive black tissue was noted in the patient. A 40 +12 lfit metal head and liner were revised to a 28 +8 head and an mdm/adm liner construct (there are no allegations against the revised liner). The stem did have some trunnion wear, but not enough for the surgeon to decide to revise it, and so the stem remains implanted. Rep has an explant picture and reported that x-rays, medical records, and further information are not available.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Surgeon reported patient had metallosis, and excessive black tissue was noted in the patient. A 40 +12 lfit metal head and liner were revised to a 28 +8 head and an mdm/adm liner construct (there are no allegations against the revised liner). The stem did have some trunnion wear, but not enough for the surgeon to decide to revise it, and so the stem remains implanted. Rep has an explant picture and reported that x-rays, medical records, and further information are not available.